Manufacturer narrative:
(B)(4).

Event description:
Reportedly during a patient treatment, blood leaked on first use with polyflux 14l apac, 30 minutes after start of hemodialysis. The amount of blood loss was not reported. The treatment was discontinued with blood return. Based on available data the patient was not injured and no medical intervention was provided. No additional information is available.